Manufacturer narrative:
The reported event of "under-sensing" was not confirmed. As received, a complete device was returned in one piece and there was no telemetry established upon receipt. The device was found to be at end of life (eol) upon inspection.  A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to have been completed per the requirements. The device met specifications prior to leaving abbott's manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor exhibited pause episodes due to undersensing. The implantable cardiac monitor was explanted and the patient experienced no consequences.